Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Investigation summary: during evaluation of the sample a tear was observed within a fold or wrinkle running from the anterior to the posterior aspect of the implant, measuring approximately 15.5 cm. A manufacturing record evaluation (mre) was performed for the finished device number 6863808, and no non-conformance related to the reported complaint were identified. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. Based on the information reported and the product investigation, no corrective action is warranted at this time. As a result, we are closing this investigation. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent a primary breast reconstruction with two 650cc mentor memorygel breast implants and experienced postoperative bilateral rupture. Left-sided rupture was confirmed via MRI in (B)(6) 2017. As a result of the left-sided rupture, the patient underwent removal and replacement on (B)(6) 2019. The replacement devices are non-mentor breast implants, and right-sided rupture was discovered during the revision surgery. This report is for the right prosthesis.